Event description:
No further event information at time of this report.

Manufacturer narrative:
H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-00646; 0001822565-2023-00648. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial articular surface provisional instrument fractured on an unknown date. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.